Event description:
It was reported that the defibrillator would not charge. There was no pt involved with the reported incident.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that the defibrillator would not charge. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and observed burn damage in the area of connector jack, designator j19. Root cause for the burn damage could not be determined.